Event description:
**Update** (B)(4) 2013 - litigation papers received. Litigation alleges pain and injury to the body and extremities. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient underwent revision procedure due to loosening of the acetabular cup. **update** - medical records received (B)(6) 2013. Revision operative report indicates: bulging cyst with a large quantity of cloudy yellow fluid with tinges of metallosis; substantial amount of corrosion of the articulation between the stem of the femoral component and the sleeve of the head. The femoral head, adapter sleeve, and femoral stem have been added to the complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.